Manufacturer narrative:
(B)(4) 2013: an analysis from the manufacturer is pending. (B)(4) 2013: method: since the device was not returned, the production history and sterilization records were reviewed. Result: the records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4). Device has not been returned.

Event description:
This device was removed due to an infection.

Event description:
This device was removed due to an infection.

Manufacturer narrative:
(B)(4) 2013;an analysis from the manufacturer is pending. Device has not been returned.